Event description:
On (B)(6) 2011, the patient was treated using a conformable gore tag thoracic endoprosthesis. On (B)(6) 2013, a possible type I or type IV endoleak was detected. A gore excluder aaa aortic extender endoprosthesis was implanted proximally to treat the possible type I endoleak. However, the endoleak remained. Therefore, a second gore excluder aaa aortic extender endoprosthesis was implanted in the center of conformable gore tag thoracic endoprosthesis. The endoleak was resolved.